Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the third band could not be deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: this event was reported by the distributor. The physician is: dr. (B)(6). Block h6: medical device problem code a150103 captures the reportable event of bands failure to deploy. Block h10: investigation results the returned speedband superview super 7 device was analyzed, and a visual evaluation noted that the handle assembly and ligator head were returned for analysis. The trip wire was kinked, it was secured in the handle assembly when received, and it was rolled in the handle assembly. The slack on the trip wire was properly removed. The ligator head was returned with five bands attached to it; however, these bands were moved out of their original positions and were overlapping, confirming the deployment failure. The suture hole was in good condition and no damages were observed. Microscope examination was performed, and it was noted that the ligator head teeth were damaged. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard, and indents were felt. No other issues with the device were noted. The reported event was confirmed. There is evidence that the ligator head teeth were damaged. This was likely caused by excess force applied during the handle rotation. Once that the ligator head teeth are damaged it can cause the suture to move from its original position, slipping through the bands during the handle rotation until it detaches from the component. This can lead to an improper deployment of the bands or could cause the bands to break. This problem is likely due to factors or conditions related to procedure during the use of the device that could have affected its performance and its intended purpose. Therefore, the most probable root cause is adverse event related to procedure. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during an endoscopic variceal band ligation (evl) procedure performed on (B)(6) 2021. During the procedure, the third band could not be deploy. The procedure was completed with another speedband superview super 7 device. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(6). (B)(4). The device has not been received for analysis. Upon receipt and completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.